Manufacturer narrative:
(B)(4). User facility report medwatch 3500a form was received from the user facility. Please see attached for reference. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It is reported that during a left open reduction internal fixation procedure of the distal humerus, while using the drill bit to create guide holes to place the screws, the drill pit fractured off into the patient and was left inside them as it was unable to be retrieved. No further patient consequences have been reported.